Manufacturer narrative:
The complaint was confirmed based on the sample provided. The sample exhibited detachment between the rotator and tubing. The rotator was placed inside the tubing at the solvent mark identified in the photo. Pressure was applied, forcing the tubing further into the rotator. A gap in the bonding was observed. The root cause of the reported issue is due to a gap present between assembly of the tube and the rotator. Manufacturing records were reviewed and confirmed to meet specifications. The following inspections were performed on the device: high pressure water test, tubing pull test, correct assembly inspections, and molded defects inspection. All inspections were deemed adequate during manufacturing. A new holder for the 190c line was implemented during manufacturing as an improvement for the operator's process of inserting the tube. Inspections for the final assembly visual specification, high pressure water test, and tubing pull test, have been increased during manufacturing. The affected lot was manufactured prior to the implementation of the corrective actions listed above.

Event description:
Customer reports via phone that during a cardiac cath procedure on a (B)(6) y/o male the high pressure tubing broke. The pressure tubing was connected to a 6fr pigtail catheter for an left ventriculogram, protocol of 12ml per second for 36 ml volume of visipaque 320 contrast media. The injector was set at 900psi. When the pressure tubing broke it sprayed fluid on the physician, who was wearing the appropriate ppe gear. No injury reported. The procedure was completed without further incident.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.